Manufacturer narrative:
Continuation of d10: product ID: a521, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a521. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was noted that the patient's trial started on (B)(6) 2024. It was reported that they got an error message that appeared on trial handset last night. The patient reported they were implanted with the trial device on (B)(6) and as of last night they got an error message on the handset saying, "system error; therapy may have stopped; contact clinician." Last night, the patient reported they restarted their handset, but it did not clear the message. They reported they went in to the managing healthcare provider's (hcp) office this morning. They were able to confirm they had an a13 handset and think they were implanted with advanced eval citing one dressing at the tail bone. The agent walked them through restarting the handset again, but then saw the same system error. The issue was not resolved through troubleshooting. They had the phone number for their local manufacturing representative (rep) and said they would call to notify them and arrange for a handset replacement. The agent sent an email to the rep as well for visibility. The rep responded to the email stating that the patient had called them and they took care of the issue and noted that it was not an a13 handset issue. When asked for clarification on how it was not an a13 handset issue they noted that they can usually resolve these issues by meeting with the patient and assessing the ens, the cord, and/or batteries, and reconnect the my therapy app. They also noted that the patient was an active basic evaluation patient.